Event description:
Pt chair has drop arm mechanism that easily drops the arm. Latch is back corner of chair. IV tubes, electric cords etc will catch on the latch and the arm drops. The quickness of the dropping mechanism has pinched and cut fingers. Also it has pinched IV infusion lines disrupting the flow of chemotherapy in oncology, pinching the blood filtration supply in the dialysis unit and oxygen tubing in rehab clinics. Two hundred and eighty five chairs.